Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate. Blood test strips used and tested positive. Estimated blood loss was 300ml. The patient had no adverse effects and no medical intervention was required. Sample is available for manufacturer evaluation and has been requested.